Event description:
We got alarm and pump stopped working. We noticed that contacts to battery are broken. Contacted medtronic and since pump is out of warranty they sent us rental one. FDA safety report ID # (B)(4).